Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and urge incontinence. It was reported that information was received from a patient regarding an external device for the treatment of bladder issues. The reason for call was to report that since had knee surgery on (B)(6) 2024, has been having a lot of accidents. Patient said that did develop sepsis right after knee surgery and has been on antibiotics, IV antibiotics, which they just finished. Patient said that they spoke to someone about making an adjustment and decided to wait until finished antibiotics. Patient said that handset will not charge and said that they attempted to increase stimulation to 1. 3 however the screen went blank. Patient said keeps the handset plugged in all of the time. With instruction, patient was able to turn handset on (while plugged in) and was able to connect and made a slight increase in the setting. Patient to keep track of adjustments and monitor symptoms. Pat ient stated understands may take longer to notice improvement due to recent infection and surgery. Reviewed recommendation to turn handset off in between uses. Patient turned handset off and will let it charge for several hours. The caller was redirected to call patient services back if further assistance is needed with handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and urge incontinence. It was reported that information was received from a patient regarding an external device for the treatment of bladder issues. The reason for call was to report that since had knee surgery on (B)(6) 2024, has been having a lot of accidents. Patient said that did develop sepsis right after knee surgery and has been on antibiotics, IV antibiotics, which they just finished. Patient said that they spoke to someone about making an adjustment and decided to wait until finished antibiotics. Patient said that handset will not charge and said that they attempted to increase stimulation to 1. 3 however the screen went blank. Patient said keeps the handset plugged in all of the time. With instruction, patient was able to turn handset on (while plugged in) and was able to connect and made a slight increase in the setting. Patient to keep track of adjustments and monitor symptoms. Patient stated understands may take longer to notice improvement due to recent infection and surgery. Reviewed recommendation to turn handset off in between uses. Patient turned handset off and will let it charge for several hours. The caller was redirected to call patient services back if further assistance is needed with handset. 2024-june-04 patltr (con): additional information was received from the patient. It was reported that the cause of the possible emi with knee surgery and the accidents the patient experienced was due to a device malfunction. The patient received help from rep to correct malfunction. Issue has since been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were still having breakthroughs and ins was not working at all. They stated they had been very sick and have had several mris and every time they have to turn ins off for a MRI it takes months for it to get working again. They connected to ins during the call and stated they have tried increasing and decreasing stimulation on current program. Agent reviewed therapy adjustment options. They tried to change programs during the call but saw that only programs 1 and 7 were available. Agent reviewed replacement handset had been sent and additional programs will need to be added back on by hcp. They expressed frustration. They also mentioned that when they got new handset they were set up on the wrong application. They stated hcp would not help patient. Reviewed role of patient services and that adding programs could not be done over the phone.